Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is being filed to report the single leaflet device attachment and recurrent tricuspid regurgitation. It was reported that on (B)(6) 2019 the patient underwent an off label use of the mitraclip procedure in the tricuspid valve. Two mitraclips were implanted in the patient with grade 5 tricuspid regurgitation (tr). Tr was reduced to grade 2. On (B)(6) 2021 the patient underwent a reclip procedure due to a single leaflet device attachment (slda) and tr grade 5. The posterior leaflet was no longer attached to the original mitraclip. In the physician's opinion, the slda was due to disease progression of tr. Two triclips were implanted reducing tr grade to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Per the intended use section in the electronic instructions for use (eifu) mitraclip ntr/xtr system, ce, ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve thought issue approximation.¿ therefore, the user performed an off-label use by using the mitraclip on the tricuspid valve. The reported off-label use (indication for use) is due to user error. The reported off-label use did not influence the reported event. Based on the information, a cause for the reported slda (single leaflet device attachment) was due to anatomical challenges. The reported tricuspid valve insufficiency/ regurgitation (recurrent tr) was an effect of the reported slda. The reported unexpected medical intervention (additional procedure) and hospitalization were a result of case specific circumstances as additional clips were implanted to stabilize the slda clip and the patient was hospitalized. The reported off-label use (indication for use) is due to user error. There is no indication of a product issue with respect to manufacture, design or labeling.